Manufacturer narrative:
Evaluation summary: the investigation is in progress. A sample is not expected. With the information available to date, an assessment of product cannot yet be completed. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced a large hemorrhage and intraocular pressure (iop) spike after having glaucoma stent implanted. Surgeon indicated that the "blood resolved but iop remained". The patient was treated with oral and topical medications at a higher dose than typical. The surgeon reports the patient will be having a trabeculectomy. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hemorrhage / iop spike and trabeculectomy required; therefore, the condition of the product could not be verified. A review of the study revealed no device defects were noted prior to, or during implantation. While intraoperative bleeding occurred that may have occluded the device lumen, when the bleeding cleared, the patient's iop remained unsatisfactorily high in the surgeon's opinion. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).